Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported a grinding noise with vibration occurred. As a result, an alternate device was employed. No other details regarding the nature of the event were provided.